Manufacturer narrative:
The product was not returned. Investigation not possible. Microline inc., has noticed an increase of reported devices with this similar failure. A corrective action plan has been issued in efforts to address the increase of these failures. Ref: (B)(4).

Event description:
During a laparoscopic cholecystectomy procedure, the heat shrink form the renew endocut scissors broke, fell into the patient, but was retrieved by the surgeon. The procedure and anesthesia time was extended by 15 min. There was no harm to the patient.

Manufacturer narrative:
The device was returned, decontaminated and visually investigated. Upon visual inspection, this complaint has been confirmed. The returned tip was returned with a defective heat shrink. Microline inc. Has noticed an increase of reported devices with this similar failure. A corrective action plan has been issued in efforts to address the increase of these failures. This is an known issue that is being addressed in CAPA (B)(4). As part of microline inc constant product improvement, as of july 13, 2017 all microline inc reusable tips were recalled. All of customers were made aware of this product recall while this issue is being addressed.